Event description:
It was reported that the driver tip fractured when the dentist was using the hex screwdriver for a torque wrench to attach an abutment to an implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and damage tip. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. Picture provided by customer showed a fractured device. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the driver tip fractured when the dentist was using the hex screwdriver for a torque wrench to attach an abutment to an implant. The reported complaint could not be verified. Was confirmed, could not be confirmed. A definitive root cause for this complaint could not be determined. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Expiration date unknown / not provided.